Manufacturer narrative:
(B)(4) on unreported dates, the patient¿s peritoneal dialysis (pd) effluent was clear, the course of antibiotics was completed, the peritonitis was resolved, and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was not hospitalized. The cause of the event was unknown. Beginning one day after onset, the patient was treated with tobramycin injection 40 milligrams intraperitoneally once a day (duration not reported) and vancomycin 1 gram intraperitoneally (frequency and duration not reported) for the peritonitis. Dianeal therapy was ongoing. The patient was recovering from the peritonitis. No additional information is available.